Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event while using an ilet system with a dexcom g7, with the lowest cgm value of 63 mg/dl; the user treated the event with 8 oz of orange juice, and the user and spouse noted overnight hyperglycemia prior to bed and that the system delivered insulin overnight, with the user reporting glucose tends to drop upon getting up and walking. Symptoms included hypoglycemia and fatigue. Outcomes included the need for oral carbohydrate administration. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.